Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken distal pitch cable at the distal end. The break caused a loose pitch cable at the clamping pulley in the proximal end. Additional observations found and not reported by the site were signs of corrosion on the instrument bearings. The grip input disk bearings exhibited orange discoloration. An excessive amount of dried residue around the clamping pulley cable grooves was also observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula snapped out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr); however, no additional information obtained.